Event description:
In (B)(6) 2020 this rv lead was showing a rising impedance. Thresholds were also increased a bit. The physician decided to monitor the patient. (B)(6) 2021 it was noted that the impedances continued to rise and the threshold changed drastically. In (B)(6) 2021, the lead impedance was over 3000 ohms and on (B)(6) 2021 the lead was explanted.

Manufacturer narrative:
Upon receipt, the lead was found cut 57 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the df4 connector pin was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The performance of the lead fragment was scrutinized, including a visual inspection. The analysis showed multiple cuts along the lead fragment. The svc and rv shock coils were found deformed. These damages most likely occurred during the extraction procedure. However, a thorough analysis of the lead fragment did not show any deviations which might have led to the reported clinical observations. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.